Manufacturer narrative:
This lead was surgically abandoned and a new lead was successfully implanted. There is no further information available at this time. If additional information should become available to our company, this event would be updated.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited noise and an impedance measurement that was less than 100 ohms; a fracture is suspected. The rv lead was surgically abandoned and a new lead was successfully implanted. No adverse patient effects were reported..